Event description:
Reporter indicated a vns therapy patient visited the emergency room due to the vns therapy system "going off constantly and it was only suppose to go off every 5 minutes." The patient's vns was deactivated. Diagnostics were within normal limits; however, "the device stayed on for a complete minute." The patient underwent generator replacement surgery and the generator was returned to the manufacturer. In the product analysis lab, the device output signal was monitored for more than 24-hours and it showed no signs of variation in the output signal. No performance or any other type of adverse conditions found with the pulse generator. The pulse generator performed according to specifications. Good faith attempts to obtain additional information have been unsuccessful to date.